Event description:
The customer reported that they could not turn the x-ray key switch on. This resulted in the inability to boot the system up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The keyswitch was replaced. The system was tested and found to be working as intended and put back into service.